Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area and returned loose. The opposite haptic is barely attached as the lens appears to be crushed in the gusset area. The lens was cleaned with klrp for further evaluation. A power and resolution inspection was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Information in the file states the patient had better clarity in the right eye than the left. The clinical reason provided was to remove the lens for a monofocal. Information in the file states the multifocal toric company (2.25cyl) 20.5 diopter lens for a non-company monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient desired better clarity in left eye. The iol was exchanged 5 months following the initial procedure. Additional information has been requested.